Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was having suction issues. Representative advised to replace kit. Patient had been using the purewick product for more than 90 days. Per additional information received on (B)(6) 2022, stated that the purewick urine collection system was not suctioning and the patient just changed the kit. They did water cup test and it failed completely. Patient had been using the purewick product for more than 90 days. Per additional information received via liberator on (B)(6) 2023, stated that the purewick urine collection system was not suctioning. Per additional information received via sample form on (B)(6) 2023, it was reported that patient extremely wet with urine each morning due to lack of suction overnight. Minimal done by caregiver also bedding and clothing. Stated that extra clean up of patient and extra medical barrier cream applied to areas of concern about infection, bed sores etc. Stated that the suction gradually lessened over about a week, and they called liberator medical service. They told to replace the canister and tubing and which they did, but the suction was continued to get worse until there was none at all.

Manufacturer narrative:
The reported event was confirmed as use related. A potential cause of failure was user did not follow instructions or was unaware that the canister was full. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the purewick urine collection system was having suction issues. Representative advised to replace kit. Patient had been using the purewick product for more than 90 days. Per additional information received on 19dec2022, stated that the purewick urine collection system was not suctioning and the patient just changed the kit. They did water cup test and it failed completely. Patient had been using the purewick product for more than 90 days. Per additional information received via liberator on (B)(6) 2023, stated that the purewick urine collection system was not suctioning. Per additional information received via sample form on (B)(6) 2023, it was reported that patient extremely wet with urine each morning due to lack of suction overnight. Minimal done by caregiver also bedding and clothing. Stated that extra clean up of patient and extra medical barrier cream applied to areas of concern about infection, bed sores etc. Stated that the suction gradually lessened over about a week, and they called liberator medical service. They told to replace the canister and tubing and which they did, but the suction was continued to get worse until there was none at all.